Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station screen was black. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A technical support specialist (tss) contacted the pharmacy to verify the reported issue and confirmed the station was functioning normally during remote access. Requested the customer to reverify station status from their end. Followed up with the customer later, who confirmed the station was working as expected. Customer also reported a separate issue with the same station showing a device not detected on bus error, which requires an onsite fse visit and will be addressed under a new ticket. The current ticket related to the black screen issue was resolved and closed. The system functioned as intended after technical support specialist investigated the issue.